Event description:
It was reported that a user¿s ilet system stopped displaying glucose readings and dosing ceased after the user¿s connected libre 3 plus sensor reached end of life, as indicated by prior ¿sensor expiring¿ and subsequent ¿sensor ended¿ alerts; the user had experienced an earlier occlusion alert on the pump but this was separate from the loss of sensor data. Symptoms included no glucose readings available on the pump. Outcomes included automatic suspension of insulin dosing when sensor data were unavailable and no manual blood glucose entries were provided. Investigation included review of device logs and alarm history with the user, which confirmed sensor expiration and several hours without an active sensor. Investigation of this case revealed that the ilet operated as designed by pausing dosing in the absence of current cgm data, and that the device components were functional; the issue resulted from an expired libre 3 plus sensor not being replaced promptly. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to allowing the sensor to expire without initiating a replacement and without entering manual blood glucose values.